Event description:
It was reported that the pump would not turn on. The impact on the customer¿s blood glucose level was not reported. Technical support instructed the customer to attempt various troubleshooting steps that included plugging the pump into a power source with charging supplies that are known to work and to unplug pump, plug pump into charger again and wait up to 30 sec for bootup sequence. The issue was not resolved. Customer reverted to using multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.